Event description:
The pt used the suspect device to perform a blood glucose test and obtained a result of 599mg/dl. Pt then administered an extra 8 units of insulin per the result and a sliding scale. One hour later pt had passed out. Paramedics came and checked pt's blood glucose at 26mg/dl with an ambulance meter. Pt was transported to the hospital and given a glucose IV until pt's blood glucose rose to 105mg/dl, then pt returned home. No glucose controls were used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.